Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient has over 1d of residual cyl post op. Additional information was received stating in post op after 7 days of surgery the patient has noticed blurred vision and photophobia in the affected eye. The patient was taking corticosteroids and antibiotic medicine. The pseudophakic iol was centered and posterior capsule opacification well centered. This patient has had a refractive surprise. Although anatomically the surgery looks good, her vision was not acceptable. In post op 15 days of surgery the patient was healing well after cataract surgery. Unfortunately she has a refractive surprise. She started out with approximately 4 1/2 dpt of corneal astigmatism on the left and that down to about 1.25. In addition she was somewhat nearsighted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation, indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution, during the manufacturing process in order to determine acceptability, per the lens model and diopter. The manufacturer internal reference number is: (B)(4).